Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient appeared for a follow-up where it was determined both the patient¿s atrial [sn: (B)(4)] and ventricular [sn: (B)(4)] leads had increased thresholds. On (B)(6) 2018, both leads were repositioned. The patient was stable before, during and after this procedure. The post-operative check up on (B)(6) 2018 revealed both leads still had increased thresholds and that the atrial lead had dislodged and the ventricular lead had pulled back slightly. On (B)(6) 2018 both leads were explanted and replaced. The patient was stable before, during and after the second procedure.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported awareness date to correctly be march 9, 2018.

Manufacturer narrative:
Analysis was normal. No anomalies were found.